Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained oversensing episodes due to noise were observed on the right ventricular lead. No other electrical anomalies were observed. Programming changes to disable therapies were made. Lead revision was to be discussed with the physician. There were no reported patient symptoms or consequences.

Event description:
New information notes the right ventricular lead was capped on (B)(6) 2021 and replaced. The patient was stable throughout the procedure.